Event description:
A customer contacted beckman coulter inc. (Bci) regarding high sodium (na) result generated by the unicel dxc 600 pro synchron clinical systems. The high result was reported out of the lab and was questioned. The sample was re-tested and repeated result was lower. An amended report was issued. The specimen was then run on a different instrument which generated lower result. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated twice a day. Qc samples are run 6 times a day. Sodium qc results were out of range before the event. Repeating the qc samples provided acceptable qc results. A field service engineer (fse) was dispatched: the fse serviced the instrument and replaced the sodium measuring and reference electrodes. A clear root cause was not identified.